Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead and right atrial lead and migration of the implantable cardioverter defibrillator. This was confirmed with x-ray imaging. This resulted in a device sensing issue and high capture thresholds. No electrical malfunction was noted on the right atrial lead. The right ventricular lead was explanted and replaced, and the device and atrial lead was repositioned. This occurred on (B)(6) 2025. No adverse patient consequences were reported.